Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed a shock impedance measurement of 0 ohms. The patient's physician was informed; no further action or testing was to be performed at this time. There were no adverse patient effects reported. The system remains in service.